Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was evaluated and a pre fill reservoir test was performed. The reservoir failed per specification and the transfer guard was occluded.

Event description:
It was reported that the customer had high blood glucose levels of 152 mg/dl. The customer reported difficulty pushing out the air bubbles from the reservoir of the insulin pump. Once it has been filled with insulin. Troubleshooting was done. The customer was advised to replace the reservoir. No additional information was provided.